Event description:
Pump alarm was reported during insulin pumping, preventing successful cartridge loading and resumption of therapy. There was no reported impact to the customer¿s blood glucose level, as information related to levels was not provided. Technical support replaced the pump and instructed the customer on using multiple daily injections as backup therapy, ensuring insulin delivery was maintained. Technical support also guided the customer on pump storage procedures and agreed on pump return via prepaid shipping.